Manufacturer narrative:
(B)(4)

Event description:
The customer received questionable ise indirect na, k, ci for gen.2 results for two patient samples from a cobas 6000 c (501) module. The samples were repeated on the same analyzer and those results were reported outside of the laboratory. These first repeat results were believed to be erroneous and the samples were repeated on another cobas 6000 c (501) module. The results from the other analyzer were believed to be correct. There was no adverse event. The electrode lot numbers and expiration dates were requested but were not provided. The field service representative found the sample flow path was contaminated with fibrin. He cleaned the flow path and ran ise checks and precision testing.